Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached needle or cannula occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5172139, mw5172140, mw5172141, mw5172142, mw5172143. Please see the following related complaint record (B)(4). A4 weight - correction. B5: describe event or problem - correction/additional information. E1 initial reporter info - correction. E1 initial reporter telephone number - correction. E3 occupation - correction. E4 initial report also send to FDA - correction. G2 report source - correction. G2 report source other - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: component code - correction. H6 codes: medical device problem code - correction. H10: corrected data. H10: related report numbers. H11 additional narrative.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 07/15/2025. The patient reported two broken sensor wire events and sensor failure. This file pertains to one of those events. Upon removal of the sensor pod, the sensor wire was not visible. The date of sensor insertion was not specified. No symptoms at the sensor site were reported via maude. On (B)(6) 2025, a technical support representative contacted the patient by phone to gather additional details. The patient responded via email, indicating plans to contact their healthcare provider (hcp) to request x-rays of the arm and abdomen to determine if sensor wires remained in the skin and were visible on imaging. No symptoms or treatment were reported in the email, and no medical intervention was documented. No serious or prolonged patient harm or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).